Event description:
It was reported the patient's device was showing high impedance readings. It was stated all contact pairs involving contact 0 showed impedances of > 4,000 ohms. High impedances were seen on the right device only. The cause of the high impedances was not known. The patient was successfully reprogrammed and no interventions took place. The patient was receiving stimulation. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Lead model 3391s-40 lot #v159340 implanted: (B)(6) 2009 explanted: na; extension model 7482a51 (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the device was explanted and replaced due to a normal elective replacement indicator. During the pre-operative device interrogation, there were still high impedances as previously noted. The reporter stated that these specific high impedances had been watched since (B)(4)-2011.